Event description:
The user facility reported that during a diagnostic gastroscopy procedure, it was observed on the monitor that a rubber material came out of the end of the evis exera iii gastrointestinal videoscope as the biopsy forceps was being inserted by the physician into the lumen to retrieve a pathology specimen. The rubber material was removed before it caused trauma to the mucosa. Another gastroscope was used to complete the procedure. There was no report of patient injury due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Device inspection and testing could not confirm the presence of the reported rubber material in the biopsy channel. There was no blockage, restriction, or leak observed in the biopsy channel. However, service found that the bending rubber adhesive was detached, angulation had slack, and the bending angle was out of specification. The light guide tube was wrinkled, and the lens epoxy was worn. The cable cap was dented and scratched. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been caused by the following: when an endo therapy accessory was inserted obliquely into the instrument channel port, resistance was produced. It was presumed that, under such a condition, the endo therapy accessory was forcibly inserted or withdrawn, and then, the biopsy valve was partially torn, and a piece dropped. There were differences between brushing methods performed by the user facility and brushing methods recommended by the instructions for use (IFU). And a foreign material came from the previous use remained within the biopsy channel. Training regarding device handling as per IFU and regarding routine reprocessing methods was insufficient. The IFU states the following regarding insertion/withdrawal of an endo therapy accessory into/from the biopsy valve: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." Olympus will continue to monitor field performance for this device.